Event description:
Information provided states that pt had two (2) m6-c artificial cervical discs implanted in 2019. The patient presented with a mass in the throat. Inflammation was suspected and both of the devices were removed and replaced with acdf (anterior cervical discectomy and fusion).

Manufacturer narrative:
Device has been returned to manufacturer and is pending evaluation. The build lhr for cdm-635l 1290938 adw627 was examined including the final inspection records and the in-process measurements. There were no relevant ncmrs associated with this lot. The devices met the m6-c product specification including the axial stiffness and flexural resistance specifications. A review of the risk management files revealed no new risks associated with the device. Rmf 0003 rev 36 line 12.58. - infection, infected abscess or infected cyst (not involving resorption or osteolysis), leading to surgical/major intervention with explantation. Rmf 0003 rev 36 line 12.75 - device explanted based on the inspection of the retrieved m6-c, in conjunction with the clinical data and images provided, the devices did not fail mechanically. There was no evidence of collapse and the sheaths remained present between the endplates, with the fiber and core, presumably present in both devices. Bone resorption around the device was not observed in the pre-revision images. Destructive examination of the inner surfaces of the devices is needed to examine the integrity of the fiber construct and the core. It was reported that a mass was present in the throat; however, no additional information was provided about the mass and no lab results were provided. Therefore, while both devices located at c5-c6 and c6-c7 were clearly removed due to the presence of the mass, it unknown if the devices contributed formation of the mass. It should also be noted that 2-level m6-c is not indicated for use in the us and, therefore, this pe is considered off-label use.

Manufacturer narrative:
Device has been returned to manufacturer and is pending evaluation. The build lhr for cdm-635l 1290938 adw627 was examined including the final inspection records and the in-process measurements. There were no relevant ncmrs associated with this lot. The devices met the m6-c product specification including the axial stiffness and flexural resistance specifications. A review of the risk management files revealed no new risks associated with the device. Rmf 0003 rev 36 line 12.58. - infection, infected abscess or infected cyst (not involving resorption or osteolysis), leading to surgical/major intervention with explantation. Rmf 0003 rev 36 line 12.75 - device explanted.

Event description:
Information provided states that pt had two (2) m6-c artificial cervical discs implanted in 2019. The patient presented with a mass in the throat. Inflammation was suspected and both of the devices were removed and replaced with acdf (anterior cervical discectomy and fusion).